Manufacturer narrative:
The customer returned the suspected product for evaluation. An in-house testing was performed using the customer's returned contour next one meter with the returned contour next test strips from lot # 8lpeg05a, which gave satisfactory performance. The returned and in-house contour next test strips from lot # 8lpeg05a and returned contour next control solution from lot # 8bv2g34 were also tested with the returned meter, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 8:48 p.m., the customer obtained a reading of 62 mg/dl on her contour next one meter. The customer was presenting with symptoms of hypoglycemia such as sweating, confusion and prickly skin. She drank 2 glasses of orange juice and took 5-6 glucose tablets. The customer performed two additional tests on the contour next one meter at 9:27 p.m. And 9:59 p.m. And obtained readings of 386 mg/dl and 457 mg/dl respectively. Since the customer was still experiencing symptoms of low glucose, she performed a comparison testing within 10 minutes on a non-ascensia meter and obtained a reading of 102 mg/dl. It is unknown if the comparison reading was performed with regards to 386 mg/dl or 457 mg/dl. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. Replacement meter and test strips were sent to the customer.